Event description:
Reference manufacturer report# 3004209178-2012-03106. The patient experienced a shocking sensation at the lead site and his neurologist thought his system was "leaking". The device was r reprogrammed. The stimulation was turned down to 1.6v which resolved the shocking sensation. He still felt tingling but it was tolerable. Additional information has been requested.

Event description:
Additional information received reported that in the spring there was leakage in the line and he experienced a terrible shock that knocked me to the ground while stimulation was set at 3.2v. The shocking sensation felt like the patient was in an electric chair and it came in spurts. After reprogramming down to 1.6v it helped with his tremors and he did not have shocking. The patient now had a tremor in his left hand and feels like I may be off. The patient programmer was used to confirm that the stimulation was currently on for the right side device, which controls the left hand. The patient's physician stated that to resolve the patient's issue they would need to "replace the whole thing," but the patient was hoping to have the device reprogrammed to see if the tremor could be controlled. The patient was directed to contact his physician. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 7482a51 serial# (B)(4), implanted: 2011 (B)(6), explanted: programmer: model 37642 serial# (B)(4), lead: model 3387s-40 lot# v088235, implanted: 2008 (B)(6), explanted: ins: model 37602, serial# (B)(4), implanted: 2011 (B)(6), explanted: lead: model 3387s-40, lot# v670473, implanted: 2011 (B)(6), explanted: extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient was still having concerns with their device or therapy but they had not sought further help.

Manufacturer narrative:
(B)(4).